Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s intra-operative complication cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted esophagectomy (transthoracic - chest anastomosis) procedure, a diaphragmatic vein was injured, leading to bleeding. As a result, the procedure was converted to open to stop the bleeding. It is unknown what medical/surgical intervention was rendered to control the bleeding. According to follow-up information obtained, the surgeon indicated that the issue occurred during dissection and had nothing to do with the da vinci system. The surgeon was unwilling to provide any additional information regarding the reported event. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred.

Event description:
It was reported that during the abdominal phase of a da vinci-assisted esophagectomy (transthoracic - chest anastomosis) procedure, the surgeons struggled to have a good overview of the anatomical landmarks due to the lack of patient positioning prior the docking. According to the intuitive surgical, inc. (Isi) clinical sales representative (csr), the surgeons wanted to position the patient using tablemotion. After a couple of minutes of struggling with patient positioning, the surgeons changed the patient positioning and rearranged the instruments. Afterwards, while performing dissection, the surgeon damaged the inferior vena cava (ivc) which led to severe bleeding. The case was converted to open surgery to stop the bleeding. Isi followed up with the surgeon and obtained additional information regarding the reported event. Per the surgeon, the event occurred as part of dissection and had nothing to do with the da vinci system. Furthermore, the surgeon indicated that it was not the vena cava that was opened, but a diaphragmatic vein. The surgeon declined to answer further follow-up questions.